Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 840 mg/dl. The customer reported going to the emergency room due to an infection. The customer reported a urinary tract infection that led to her high. The customer was not admitted and released the same day. The insulin pump will not be returned for analysis.